Manufacturer narrative:
Follow-up #1: date of submission 10/29/2015, device evaluation: the device has been returned and evaluated by product analysis on 10/14/2015 with the following findings: no evidence of short battery life observed in the bb history. The returned battery cap secured to the pump and was used to complete the investigation. Pump current draws within specifications. The battery compartment was cracked. Moisture corrosion observed inside the battery compartment. A leak test was performed and a battery compartment leak was found. The pump case was removed and no intermittent conditions or moisture was found inside the pump or within the power circuit. Unable to duplicate battery life issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.